Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain and a loss of osseointegration resulting in fixture loss (date not reported). There are no plans to reimplant the patient as of the date of this report.